Event description:
It was reported that review of stored device data in the remote home monitoring system showed non-sustained ventricular tachycardia (nsvt) episodes where this right ventricular (rv) lead exhibited oversensing of noise resulting in pacing inhibition. Technical services (ts) recommended further lead assessment with a programmer. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that review of stored device data in the remote home monitoring system showed non-sustained ventricular tachycardia (nsvt) episodes where this right ventricular (rv) lead exhibited oversensing of noise resulting in pacing inhibition. Technical services (ts) recommended further lead assessment with a programmer. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.